Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, full lead was returned. Blood/body fluid was also noted on all conductors.

Event description:
It was reported that left ventricular lead dislodged and showed no capture. The lead was replaced. No patient complications were reported as a result of this event.